Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was suspected that the right ventricular lead has inhibited pacing due to oversensing of noise. The physician believed it was due to the lead interacting with a capped chronic pacing lead. No intervention was performed and the lead remained implanted. The patient was stable.